Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, pump was in the customer's pocket when alarms were triggered. Customer had elevated blood glucose levels (538 mg/dl), and trace of ketones. Customer drank water and stated they will deliver a correction bolus to stabilize blood glucose levels.